Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
The infusion device displayed an e8 power interrupt error. Pt changed the battery but the error persisted. Infusion device was replaced and returned for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint was verified. The up button is always active, and the e8 power interrupt error could not be confirmed due to the defective up button. Due to this, the other buttons do not respond. The input of the up button at the main processor is defective. The infusion device is no longer operable.